Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary right coronary artery (rca). A 2.75x28mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the physician removed the device, the stent got dislodged and remained in the rca. The dislodged stent was removed from the patient's body with a snare. No patient complications were reported and the patient's status was stable.